Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and confirmed that the issue was that the trainer does not sit flat against the iabp for the blood pressure and EKG connection, the front cover causes a gap that does not allow a full connection. As per fse, this is common to all cs300 designs. There was no issue found with iabp or trainer, since the issue only happens with the trainer and does not occur during clinical use or with patient simulator. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) needs to be checked for proper operation, the compressor was making unusual loud noise and their were lines through the display screen. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during post patient checkout by biomed the cs300 intra-aortic balloon pump (iabp) compressor was making unusual loud noise and their were lines through the display screen. There was no patient involvement, and no adverse event reported.